Manufacturer narrative:
The device was received for evaluation. Evaluation included a visual assessment as well as functional testing. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. During evaluation, a system error 345 was revealed during review of the event history log. The cause of the system error 345 was not identified. The ultrasonic sensor will be replaced as a precautionary measure. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned spectrum pump, a system error 345 was revealed in the event history log review. No additional information is available.